Event description:
New information noted that he right ventricular (rv) lead and atrial (ra) were explanted and replaced. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-19685. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra). Programming changes were performed to resolve the issue. The patient was in stable condition.